Event description:
It was reported the subject device had foot switch pairing issue and error 441 occurs when fiber was removed or connected. The issue occurred during service/maintenance. There were no report of patient involvement. Report 2 of 2.

Manufacturer narrative:
Related identifier:(B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.